Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a skin reaction two days after the sensor was inserted in the abdomen. As per parent, the patient developed a rash and inflammation under the sensor patch. The patient had an itching sensation in the area. Prior to sensor insertion the area was cleansed with alcohol. The reaction was treated with an unspecified intravenous medication. No additional event or patient information is available.